Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that wrong medication was identified in the bin. The technical support specialist (tss) instructed the user to zero the count for the bin with the incorrect medication inside, so the system would open next available bin with correct medication.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user attempted to retrieve pregabalin, but the bin that opened did not contain the correct medication. Although the cubie lid was labeled as pregabalin, the medication inside did not match. An additional bin located next to it was also found to contain pregabalin. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.